Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. The valve was loaded and checked under the fluoroscopy and confirmed all retainer tabs are in correctly withing retainer receptacles. The valve advanced to aortic position an deployment as per instructions for use (IFU) attempted. The valve inflow stent struts at the same level of the non-coronary cusp (ncc) pig tail. At 60% of deployment when taking fluoroscopy image, physicians decided to recapture the valve, because of height of the valve was 0mm across the annulus. A re-sheath was attempted but the valve capsule was not able to cover the valve fully. The micro adjustment wheel used x 3, but no success in sheathing the valve in the capsule. The valve and delivery system removed from patients body. There was folding of the valve capsule-concertina observed in the valve capsule. A new 35mm navitor vision valve and large flexnav delivery system were chosen and prepared as per IFU for the patient. The deployment started in slightly deeper position and achieved 3mm implant depth for the patient. The procedure was slightly prolonged. The patient was reported recovering post procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. The valve was loaded and checked under the fluoroscopy and confirmed all retainer tabs are in correctly withing retainer receptacles. The valve advanced to aortic position an deployment as per instructions for use (IFU) attempted. The valve inflow stent struts at the same level of the non-coronary cusp (ncc) pig tail. At 60% of deployment when taking fluoroscopy image, physicians decided to recapture the valve, because of height of the valve was 0mm across the annulus. A re-sheath was attempted but the valve capsule was not able to cover the valve fully. The micro adjustment wheel used x 3 , but no success in sheathing the valve in the capsule. The valve and delivery system removed from patients body. There was folding of the valve capsule-concertina observed in the valve capsule. A new 35mm navitor vision valve and large flexnav delivery system were chosen and prepared as per IFU for the patient. The deployment started in slightly deeper position and achieved 3mm implant depth for the patient. The procedure was slightly prolonged. The patient was reported recovering post procedure.

Manufacturer narrative:
An event of retraction problem and material deformation was reported. Imaging was received from the field showing deformation damage on the valve capsule. The returned delivery system was received with deformation damage on the valve capsule. The valve capsule was cut open to assess for potential inner liner delamination; no evidence of delamination and no other anomalies were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported retraction problem and material deformation could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.